Event description:
A medtronic representative reported that the site's spine clamp was stripped. The procedure was completed with the use of the stealthstation s7 system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight provision.

Manufacturer narrative:
Patient weight was not available from the site. RMA issued. Medtronic evaluation of suspect part finds the attachment screw is not stripped as reported. The clamp face is bent and there is debris in the attachment screw threads. There are also tool marks around the head of the screw, but the hex head is not damaged.